Manufacturer narrative:
H10 at this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). H11 - it was determined that this emdr is a duplicate of another emdr reference MDR report # 1213643-2019-03900 and as such future updates to this event will be filed under MDR report #1213643-2019-03900. The following fields have also been updated: g1, g2, g4, g7, h2, h11. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) or an unspecified bard/davol ventralight st (device #2) on(B)(6) 2008 or (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch and the ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch (device #1) or an unspecified bard/davol ventralight st (device #2) on (B)(6) 2008 or (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex hernia patch and the ventralight st. As reported, the attorney alleges patient experienced emotional distress and the device was defective.